Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious at the time of the treatment. Review of the download data, indicates the patient received eleven shocks in response to atrial fibrillation with rapid ventricular response (af with rvr) and CPR artifact. It was reported that the patient's death was cardiac related and that resuscitation efforts were performed. The patient was in sinus bradycardia at 40 bpm with CPR/motion artifact and pvc's at treatment 1 at 17:09:30. The patient's post shock rhythm was sinus rhythm at 80 bpm with tactile artifact transitioning to af at 110 bpm. Treatment 2 was at 17:12:59. The patient's rhythm was af at 110 bpm with CPR artifact, and the post shock rhythm was af at 130 bpm with CPR artifact. Treatment 3 was at 17:13:47. The patient's rhythm and post shock rhythm was CPR artifact. Treatment 4 was at 17:14:21. The patient's rhythm was sinus tachycardia at 125 bpm with CPR/motion artifact, and the post shock rhythm was af at 80 bpm with CPR/motion artifact. At 17:15:29 the patient was treated for a fifth time. The patient's rhythm was af at 110 bpm with CPR/motion artifact and pvc's, and the post shock rhythm was CPR artifact. Treatment 6 was at 17:16:03. The patient's rhythm was af at 90 bpm with CPR/motion artifact, the post shock rhythm was af at 110 bpm with CPR/motion artifact. There was response button use from 17:17:29 to 17:35:06. It is unclear who was pressing the response buttons. Treatment 7, 8, and 9 occurred at 18:39:25, 18:39:57, and 18:40:27. The patient's rhythm and post shock rhythm for these treatments was CPR/motion artifact. Treatment 10 was at 18:40:52. The patient's rhythm was CPR motion artifact and the post shock rhythm was sinus bradycardia at 40 bpm with CPR/motion artifact. The last treatment occurred at 18:41:40. The patient's rhythm and post shock rhythm was CPR and motion artifact. The patient was last seen in a non-treatable rhythm at 19:00:29. The patient passed away on (B)(6) 2020 at approximately 09:30pm.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. ------ correcting type of reportable event, from injury to death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious at the time of the treatment. Review of the download data, indicates the patient received eleven shocks in response to atrial fibrillation with rapid ventricular response (af with rvr) and CPR artifact. It was reported that the patient's death was cardiac related and that resuscitation efforts were performed. The patient was in sinus bradycardia at 40 bpm with CPR/motion artifact and pvc's at treatment 1 at 17:09:30. The patient's post shock rhythm was sinus rhythm at 80 bpm with tactile artifact transitioning to af at 110 bpm. Treatment 2 was at 17:12:59. The patient's rhythm was af at 110 bpm with CPR artifact, and the post shock rhythm was af at 130 bpm with CPR artifact. Treatment 3 was at 17:13:47. The patient's rhythm and post shock rhythm was CPR artifact. Treatment 4 was at 17:14:21. The patient's rhythm was sinus tachycardia at 125 bpm with CPR/motion artifact, and the post shock rhythm was af at 80 bpm with CPR/motion artifact. At 17:15:29 the patient was treated for a fifth time. The patient's rhythm was af at 110 bpm with CPR/motion artifact and pvc's, and the post shock rhythm was CPR artifact. Treatment 6 was at 17:16:03. The patient's rhythm was af at 90 bpm with CPR/motion artifact, the post shock rhythm was af at 110 bpm with CPR/motion artifact. There was response button use from 17:17:29 to 17:35:06. It is unclear who was pressing the response buttons. Treatment 7, 8, and 9 occurred at 18:39:25, 18:39:57, and 18:40:27. The patient's rhythm and post shock rhythm for these treatments was CPR/motion artifact. Treatment 10 was at 18:40:52. The patient's rhythm was CPR motion artifact and the post shock rhythm was sinus bradycardia at 40 bpm with CPR/motion artifact. The last treatment occurred at 18:41:40. The patient's rhythm and post shock rhythm was CPR and motion artifact. The patient was last seen in a non-treatable rhythm at 19:00:29. The patient passed away on (B)(6) 2020 at approximately 09:30pm.